Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with mentor memorygel breast implants 375cc and suffered several unexplained systemic symptoms, including breast pain, numbness, fatigue, brain fog, memory , loss, muscle aches, joint pain, hair loss, dry eyes and skin, infections, digestive issues, rashes, food intolerances, depression, anxiety, hypothyroidism, slow wound healing, temperature intolerances, low libido, ringing in ears, heart palpitations, inability to take a deep breath, insomnia, raynaud¿s disease, foul body odor, muscle twitching, vertigo, fevers, dehydration, frequent urination, photosensitivity, neck and back pain, nail changes, skin changes, edema around eyes, premature aging, decline in vision, ocular migraines, emotional instability, suicidal thoughts, symptoms of lupus, sjogren¿s disease. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the second of two devices.